Event description:
Additional information was received that the device was interrogated to turn the bluetooth (ble) on.

Event description:
During a remote follow-up, the device was unable to be paired to the patient's phone due to an alleged loss of bluetooth (ble) telemetry on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.